Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An instrument management coordinator reported to integra that a1059 mayfield modified skull clamp was loose. There was no injury known patient involvement thus no patient injury. There is also no available information whether the device caused a delay in surgery. Additional information has been requested.

Manufacturer narrative:
The product was returned to the manufacturer for evaluation and the unit was received with the lock having both rotational and lateral movement from lock coming loose. Unit was recently repaired. The dhrs were reviewed; previous service records (apr 2015, jan 2016, july 2016, oct 2016, jan 2018). The failure analysis was confirmed. The root cause was due to one worn and damaged component and unit lock was out of adjustment.